Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6) 2017. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had not been able to communicate with her scs ipg and the patient controller for several weeks. The patient stated she underwent a hip replacement surgery. A company representative met with patient and confirmed the patient's scs ipg would not communicate with external devices. Troubleshooting was unable to resolve the issue, the patient's ipg was deemed inoperable. Surgical intervention may be taken as the next course of action.

Event description:
Follow up information received identified the patient's scs ipg was explanted and replaced with a new one.